Event description:
It was reported that during a revision surgery for non-union and malunion, four schanz screw were broken in the threaded portion of the screw, and one unknown screw was found to be loose. All broken fragments were removed. Procedure was completed successfully with no reported delay. It was reported the patient experience pain, irritation and discomfort this is report 2 of 4 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Parts came back on 6/23/2014 as unknown screws. The part numbers were identified on 8/18/2014 and therefore this is the awareness date. The initial report for this part indicated 4 unknown screws, the product was returned and the part and lot numbers were available for 2 of the 4 screws. This report is for one of two screws for part 294.54sha, lot 4978046, implanted date: (B)(6) 2014 is an approximation. The device history record review (DHR) reported: the provided lot number of 4978047 is for a cerclage wire and does not pertain to this complaint description. This complaint investigation cannot be completed with information provided. The visual inspection of the returned device performed as part of the product investigation reported the 294.54sha hydroxyapatite coated schanz screw was received with 30.5mm of the threaded tip missing and 68mm of the oal missing. The (2)294.54sha & (2)294.796sha ha coated schanz screws are intended for use with an external fixation system for fracture fixation (open or closed); pseudoarthrosis or non-union of long bones; limb lengthening; by epiphyseal or metaphyseal distraction; correction of bony or soft tissue deformity; correction of segmental bony or soft tissue defects; and joint arthrodesis. Three of the 4 returned screws are broken off with a considerable length of the threaded tip missing. Only 1 screw was received intact (294.796sha). The evident breakage is likely to have occurred as a result of non-compliance or excessive weight bearing as evidenced by the rotational marks left by the proximal clamps used to join the respective devices. The 3 broken screws appear to all have broken as the result of torsional and counterclockwise forces applied causing sheering from the fixed distal tip. As all post fixation compliance details were not disclosed, construct optimization and weight bearing compliance have likely led to this complaint and comorbidities were likely a factor as well. Dwgs. 294.52sha rev.f and 294.792sha rev.c were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that method of use/patient compliance/comorbidities have led to this confirmed complaint and does not appear to be the result of a device design deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: expiration date reported as: 05/2014. A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The device history record shows lot# 4978046 of 5.0mm schanz screw blunted was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (4360759) met all specifications with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.